Event description:
It was reported that during an unknown procedure when the surgeon fired the device the staples were malformed. They completed the procedure with a new like device. There was no patient consequence reported. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.